Manufacturer narrative:
The customer care solution center representative verified the issue with the customer over the phone. No on site service was requested and none was provided. The care solution center representative instructed the customer on how to obtain the central station alarm logs and send them in for review. A review of the central station alarm logs indicated that on (B)(6) 2015 for 231902 from 20:12:18 until 20:41:53, there was 1 ***vtah; 2 ***desat; 2 ***vfib/tach and 2 ***asystole alarms annunciated. One of the ***desat alarms annunciated for 10 minutes. A nurse from the customer site contacted philips to report that the mx40 failed to alarm when the patient's heart stopped. The care solution center representative instructed the customer on how to obtain the central station alarm logs and send them in for review. A review of the central station alarm logs indicated that on (B)(6) 2015 for 231902 from 20:12:18 until 20:41:53, there was 1 ***vtah; 2 ***desat; 2 ***vfib/tach and 2 ***asystole alarms annunciated. One of the ***desat alarms annunciated for 10 minutes. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
A nurse from the customer site contacted philips to report that the mx40 failed to alarm when the patient's heart stopped. It was reported that the patient was transferred to the ICU. We are considering this as a serious injury. Additional information has been requested.